Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in an electromagnetic navigation cranial resection, the surgeon observed an imprecision when navigation the stylet. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The archive from the procedure was provided for evaluation. The archive was found to load onto the ear, nose & throat (ent) application software without issue. It was noted that the exams merged without issue. The registration pattern performed was noted to not return any green zones of accuracy and the trace pattern was not provided on the navigation system though the status bar had been filled to the first dot in the software.

Manufacturer narrative:
Software image analysis was conducted and analysis was unable to determine probable cause with the information provided. If information is provided in the future, a supplemental report will be issued.